Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("cause from the nickel as I am allergic to it"), skin discolouration ("discoloration on skin directly above the implants") and tooth fracture ("broke two teeth since back to back"). Essure was removed. At the time of the report, the medical device removal, allergy to metals, skin discolouration and tooth fracture outcome was unknown. The reporter considered allergy to metals, medical device removal, skin discolouration and tooth fracture to be related to essure. Concerning the injuries reported in this case the following events were described via social media: skin discolouration and allergy to metals, tooth fracture, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter information and events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.